Event description:
It was reported that the customer believes the insulin pump was not delivering insulin the right amount of insulin. It was stated that the customer attempted to correct the blood glucose, but the cannula was bent and did not alarm no delivery. It was stated that the customer's glucose was 14mg/dl unexpectedly. Troubleshooting was performed, and the drive support cap appears to be normal. The manual test was completed and the insulin did exit. Performed the high pressure test and failed twice. Instructed the customer to change the entire infusion set and reservoir and the device passed the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.